Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. H6 type of investigation: labelling review. The complaint for increased/high gradient was confirmed. Available information provided by the clinical specialist states that a perforation on the leaflet was present due to a non-edwards implant implanted prior, but the result of the pascal implant procedure was mitral stenosis that required surgical intervention. No other details indicate potential contributing factors for the event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per report received from japan, edwards received notification of a pascal precision ace procedure in mitral position. A case in which the device was implanted at (B)(6) hospital on (B)(6) 2024 underwent surgical intervention at (B)(6) on (B)(6) 2025. In the initial procedure in 2024, a perforation occurred with mitraclip. The device was subsequently implanted at the site. The device was explanted due to the mitral stenosis (ms) and discarded at the hospital. No information was obtained regarding a causal relationship with the product or the procedure.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.